Event description:
Customer reported the act button on the insulin pump was not working. Customer's blood glucose was 134 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. Insulin pump received with minor scratches on lcd window and reservoir tube window, cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip, belt clip slot, battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.